Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system solution set was leaking where the fill chamber was connected. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including pressure testing and clear passage test which revealed a leak between the tubing and the drip chamber. The reported condition was verified. The cause of the condition was due to incorrect assembly of the tubing and the drip chamber during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: health effect-clinical codes: add e2403. H6: health effect-clinical codes: add f26. H6: medical device problem codes: add a050401. H6: component codes: add g04026 and g04134. E4: reporter sent to FDA?: updated to yes (previously reported as no). G2: report source: added: user facility. H10: the user facility submitted medwatch mw5146932 for this event. Should additional relevant information become available, a supplemental report will be submitted.